Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('suspected uterine perforation') and device dislocation ('essure malpositioned / coil was close to the intestinal wall') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in (B)(6) 2014, laparoscopy in (B)(6) 2014 and parity 2 (2). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("pain menstrual") and pain in extremity ("pain in legs"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, 4 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced constipation ("constipation, stool in bowel"). On (B)(6) 2018, the patient experienced complication of device removal ("device removal failed"). On an unknown date, the patient experienced abdominal pain ("left side abdominal pain") and pain ("left body pain"). The patient was treated with surgery (on (B)(6) 2018 laparotomy was performed). At the time of the report, the uterine perforation, device dislocation, abdominal pain, pain, and constipation outcome was unknown and the dysmenorrhoea and pain in extremity had not resolved. The reporter provided no causality assessment for abdominal pain, complication of device removal, constipation, device dislocation, dysmenorrhoea, pain, pain in extremity and uterine perforation with essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2018 she had strong pain (interpreted as uterine pain) and she went to emergency room. On (B)(6) 2018 she had strong pain again. On (B)(6) 2018 she underwent exploratory laparotomy, one coil was removed and the doctor could not find the another coil (device removal failed). She will undergo further exploratory laparotomy in order to remove the coil. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: suspected uterine perforation and the second coil was close to the intestinal wall. X-ray - on (B)(6) 2018: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('suspected uterine perforation') and device dislocation ('essure malpositioned / coil was close to the intestinal wall') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in (B)(6) 2014, laparoscopy in (B)(6) 2014 and vaginal delivery (2). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("pain menstrual") and pain in extremity ("pain in legs"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, 4 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced constipation ("constipation, stool in bowel"). On (B)(6) 2018, the patient experienced complication of device removal ("device removal failed"). On an unknown date, the patient experienced abdominal pain ("left side abdominal pain") and pain ("left body pain"). The patient was treated with surgery (on (B)(6) 2018 laparotomy was performed). At the time of the report, the uterine perforation, device dislocation, abdominal pain, pain and constipation outcome was unknown and the dysmenorrhoea and pain in extremity had not resolved. The reporter provided no causality assessment for abdominal pain, complication of device removal, constipation, device dislocation, dysmenorrhoea, pain, pain in extremity and uterine perforation with essure. The reporter commented: on (B)(6) 2018 she had strong pain (interpreted as uterine pain) and she went to emergency room. On (B)(6) 2018 she had strong pain again. On (B)(6) 2018 she underwent exploratory laparotomy, one coil was removed and the doctor could not find the another coil (device removal failed). She will undergo further exploratory laparotomy in order to remove the coil. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: suspected uterine perforation and the second coil was close to the intestinal wall. X-ray on (B)(6) 2018: uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.